Event description:
It was reported that the right ventricular (rv) lead appeared to be pacing in the atrium and there was inappropriate sensing. It was further reported there was pocket stimulation and the patient complained of fatigue. During routine device replacement it was found that the lead had dislodged back into the atrium. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.